Event description:
It was reported the patient was hospitalized with ketoacidosis. She was treated in the ICU with fluids and IV insulin. It is reported that this (B)(6) year old patient says that two weeks ago, with no medical authorization, she changed the basal programming and increased her basal rate from 19.8 total untis of insulin to 24 total units of insulin. She did this because her hyperglycemia was not lowering. Her blood glucose remained elevated for two weeks. No information provided regarding parental oversight. When the preceding was reported the patient was still at the ICU with the following medications: glucose-10%, insulin drip with regular insulin # 0.15 units per hour (venous, and insulin pump administrating insulin humalog. She says that her blood glucose is now stabilizing. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.